Manufacturer narrative:
The ventilator and humidifier holder was not investigated by our field service engineer. The humidifier holder was replaced by the user facility but not returned for investigation. The failure was confirmed by the photo provided, showing the humidifier holder arm angled from the plate intended to be inserted into the rail clamp mounted on the ventilator carrier, instead of straight. The plate is secured in the humidifier holder arm with a securing screw. As a design improvement, an additional securing screw has been introduced. Our conclusion into this matter is that the humidifier holder most likely has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470, contact peron: (B)(4).

Event description:
It was reported that during patient treatment, a screw in the humidifier holder was getting loose when it was being exposed to an external force. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).